Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis/mechanical interaction with blood cannot be determined.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), hemolysis was noted by tinged foley/urine. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. It is unknown if the hemolysis resolved with impella removal. The impella functioned at p-5 at 2.6l/min without any issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.